Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure (batch no. 676718, 686078), inserted for female sterilisation. The patient's concurrent conditions included: cyst ovary, pelvic pain, sleep apnea, abdominal pain, asthma, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right side: 3 coils, left side: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2017, impression: small intramural fibroids, which appear similar compared to the (B)(6) 2008 pelvic ultrasound report. Intrauterine device seen in satisfactory position in the central endometrial cavity. Bilateral essure devices sub optimally visualized, but appear to be present in both uterine cornua. 3.6 cm simple left ovarian cyst, which may be physiologic in nature. No free fluid. Lot number#: 676718, manufacturing date: 2009-09, expiration date: 2012-09; lot number#: 686078, manufacturing date: 2009-11, expiration date: 2012-11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 676718, 686078) inserted for female sterilisation. The patient's concurrent conditions included cyst ovary, pelvic pain, sleep apnea, abdominal pain, asthma, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right side: 3 coils. Left side: 4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: impression: small intramural fibroids, which appear similar compared to the (B)(6) 2008 pelvic ultrasound report. Intrauterine device seen in satisfactory position in the central endometrial cavity. Bilateral essure devices sub optimally visualized but appear to be present in both uterine cornua. 3.6 cm simple left ovarian cyst, which may be physiologic in nature. No free fluid. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot number added. New reporters, plaintiffs information added. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.